Event description:
Per (B) (4) adverse event report, this patient complained of pain and tenderness around the incision site. Therefore, the ICD pocket area was revised on (B) (6) 2010. The system remains implanted. Should additional information become available, this event will be updated.